Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") in an adult female patient who had essure (batch no. 755523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia. Lmp irregular, last annual exam (B)(6), last pap smear (B)(6) 2013 done by doctor (B)(6) 2012 negative, contraception: essure, gardasil: completed series of 3 injections. CT showed normal uterus with thin endometrium, they said iud (intrauterine device) with possible perforation, but had essure not iud. Concurrent conditions included hypertension, menses irregular, bleeding breakthrough, tenderness, menometrorrhagia, dysmenorrhea, heart murmur, colposcopy, bleed in luteal cyst, scar and endometriosis. Concomitant products included ibuprofen for cramp in lower abdomen, promethazine for nausea and vomiting nos, oxycodone hydrochloride;paracetamol (percocet) for pain as well as citalopram since 2012, ketorolac tromethamine (toradol), melatonin from 2012 to 2013, nebivolol hydrochloride (bystolic) since 2012, norethisterone acetate (aygestin) since 2007 to september 2013 and tranexamic acid (lysteda) (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy bleeding."), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient was found to have hormone level abnormal ("imbalance of hormones causing shift in personality") with personality change and experienced hot flush ("hot flashes"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), dysuria ("painful urination frequency"), pollakiuria ("painful urination frequency"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings"), irritability ("hormonal changes describe: irritability"), urinary tract infection ("infection (bladder/urinary tract, vaginal )- type") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, hormone level abnormal, hot flush, cystitis, female sexual dysfunction, dysuria, pollakiuria, migraine, headache, dyspareunia, alopecia, mood swings, irritability, urinary tract infection and abdominal pain lower outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, alopecia, cystitis, dyspareunia, dysuria, female sexual dysfunction, headache, hormone level abnormal, hot flush, irritability, menorrhagia, migraine, mood swings, pelvic pain, pollakiuria, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted- date(s) of insertion: (B)(6) 2014 and date of removal (B)(6) 2015. Insertion details :the right essure was placed easily and there were about 5 coils. The left essure was placed with one exposed coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2013: normal pelvis. There were several implants of endometriosis in the posterior pelvis which after hysterectomy were cauterized with the argon beam coagulator. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, dyspareunia, menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs and medical record received. Lot number added. New events- both ovaries were removed imbalance of hormones causing shift in personality, hot flashes, mood swings, irritability, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder, uti, apareunia (inability to have sexual intercourse), painful urination frequency, migraines, headaches, dyspareunia (painful sexual intercourse), hair loss, lower abdominal pain were added. New reporters, concomitant conditions and drugs added. Lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") in an adult female patient who had essure (batch no. 755523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia. Lmp irregular, last annual exam 11feb, last pap smear (B)(6) 2013 done by doctor (B)(6) 2012 negative, contraception: essure, gardasil: completed series of 3 injections. CT showed normal uterus with thin endometrium, they said iud (intrauterine device) with possible perforation, but had essure not iud. Concurrent conditions included hypertension, menses irregular, bleeding breakthrough, tenderness, menometrorrhagia, dysmenorrhea, heart murmur, colposcopy, bleed in luteal cyst, scar and endometriosis. Concomitant products included ibuprofen for cramp in lower abdomen, promethazine for nausea and vomiting, oxycodone hydrochloride;paracetamol (percocet) for pain as well as citalopram since 2012, ketorolac tromethamine (toradol), melatonin from 2012 to 2013, nebivolol hydrochloride (bystolic) since 2012, norethisterone acetate (aygestin) since 2007 to (B)(6) 2013 and tranexamic acid (lysteda)9-(B)(6) 2013 to (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy bleeding."), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient was found to have hormone level abnormal ("imbalance of hormones causing shift in personality") with personality change and experienced hot flush ("hot flashes"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), dysuria ("painful urination frequency"), pollakiuria ("painful urination frequency"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings"), irritability ("hormonal changes describe: irritability"), urinary tract infection ("infection (bladder/urinary tract, vaginal )- type") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, hormone level abnormal, hot flush, cystitis, female sexual dysfunction, dysuria, pollakiuria, migraine, headache, dyspareunia, alopecia, mood swings, irritability, urinary tract infection and abdominal pain lower outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, alopecia, cystitis, dyspareunia, dysuria, female sexual dysfunction, headache, hormone level abnormal, hot flush, irritability, menorrhagia, migraine, mood swings, pelvic pain, pollakiuria, urinary tract infection and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted- date(s) of insertion: (B)(6) 2014 and date of removal (B)(6) 2015 insertion details :the right essure was placed easily and there were about 5 coils. The left essure was placed with one exposed coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2013: normal pelvis. There were several implants of endometriosis in the posterior pelvis which after hysterectomy were cauterized with the argon beam coagulator. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, dyspareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.